Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 32 mm stent delivery system (sds) catheter was returned for analysis. Visual examination of the stent identified damage as the stent struts were lifted and pulled in a distal direction at two different locations in the mid-section of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. Visual and tactile examination of the hypotube shaft, outer lumen, mid-shaft section and the inner lumen found no issues.

Event description:
Reportable based on device analysis completed on 25-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed without using a stent, a non-bsc balloon catheter was used instead. No patient complications were reported. However, returned device analysis revealed a stent damage.